Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the right ventricular (rv) lead. It could not be re produced in office. A computerized tomography scan demonstrated a pericardial effusion due to possible lead perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.